Event description:
It was reported that the customer was hospitalized due to high blood glucose of 543 mg/dl. Troubleshooting was performed. It was stated that the customer was experiencing high glucose for several days. It was stated that the customer was vomiting and had signs of diabetes ketoacidosis. Reviewed the alarm history and found multiple no delivery alarms. Ran a fixed prime and high pressure test and the tests passed. It was stated that the customer had bent cannulas. Instructed the caller the proper process of inserting the infusion sets in the body. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.